Event description:
A portion of the patient's spinal process fractured during installation of an ispd device. The surgeon adjusted the plate location and fluoroscopy confirmed the placement was acceptable, as there was adequate solid placement of the device even after the fracture. There are no plans for a revision surgery. This MDR is being submitted as a result of a retrospective complaint review conducted by biomet spine. This retrospective review was completed in response to an FDA form 483 issued to biomet spine during an FDA on-site inspection.